Event description:
The device shut down while being used in an extracapsular extraction procedure during the irrigation aspiration mode. Approximately five seconds later the device displayed the menu. The physician diagnosed the posterior capsule had ruptureddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, other. Results of evaluation: electrical problem. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor, other. Invalid data - on device destroyed/disposed of status.